Event description:
On (B)(6) 2011, a (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair. The procedure was consisted of placement of a main body and two iliac leg grafts. On an unk date, the right common iliac artery became aneurysmal and distal type I endoleak was confirmed. On (B)(6) 2014, additional procedure was performed. The physician attempted to advance the delivery system of zenith flex aaa endovascular graft iliac leg, but it would not advance over a wire guide due to kink in the guide wire lumen. He replaced it with two additional iliac leg grafts and two stent graft were placed without problem. The endoleak was resolved and the procedure was completed. The patient has not shown any problematic symptoms.

Manufacturer narrative:
(B)(4). Based on the information provided on (B)(4) 2011, a (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair. The procedure of placement of a main body and two iliac leg grafts. At a date unknown, the right common iliac artery became aneurismal and distal type I endoleak was confirmed. The endoleak was resolved with placement of two additional iliac leg grafts. No imaging or product was returned to assist with this investigation. The zenith device was completed design control requirements demonstrating the device meets the predetermined requirements and that the requirements meet the needs of the user. Due to continued disease progression, the right common iliac artery became aneurismal, resulting in a distal type I endoleak. The endoleak was resolved with endovascular placement of two additional iliac leg grafts. The failure mode assigned to this case is endoleak. The root cause is the patient's continued progression of aneurysm disease. The risk was assessed using quality engineering risk analysis. The risk remains acceptable with inclusion of this event. No risk reduction is required at this time. We will continue to monitor for similar events. The appropriate internal personnel have been notified.